Manufacturer narrative:
An independent interventional neuroradiologist reviewed the procedural images. It was reported that, as seen on the image, the aneurysm has a narrow neck and in the reviewer's opinion, may have been attempted to be coiled without a stent. It was reported that difficulty positioning the mc in this aneurysm may have been encountered and it was suggested that a balloon might have been required to keep the catheter position steady during coiling. Based on the provided image, the proximal arterial diameter was calculated as 3.97 mm, the distal 3.53 mm. The stent placement was uneventful. The proximal markers are seen as appropriately aligned. The visualization of the distal markers was not very good so no comment was made regarding this. On the same image that the markers are noted, a small clot was seen already forming proximal to the aneurysm neck. The clotting progressed later, reaching its maximum on subsequent images. After the point some regression is seen. Clot also formed at the aneurysm neck, and actually that clot is denser and more extensive than the initial one proximal to the neck. The reviewer sees no specific reason that could have provoked this clot formation. The stent position and integrity is normal. The clot formed at a location where the mc touched the artery wall opposite to the aneurysm neck. There is a certain, albeit small force at that location between the mc and the wall of the vessel. There is also a small v-shaped space proximal to this contact that narrows distally. Flow may be stagnant in this space. If the pt is not heparinized appropriately or is not pre-medicated appropriately, clot may form in this pocket. Although it was proposed by the review that pt non-compliance, possibly due to the high price of plavix, may have contributed to the event. Because this is speculative and there is no info supporting this, it is excluded from the conclusion. It was also speculated that insufficient or damaged coating of the mc might have contributed to the event. The product was not returned for analysis and there is no data or evidence to support this theory; therefore, it is also excluded from the conclusion. The evidenced based findings of the film reviewer are included in the conclusion. About 10% of the pt population are non-responders to plavix or asa and normal doses do not have an effect on them. This can be tested with platelet function tests prior to stent placement and doses adjusted appropriately. The frequency of heparin resistance is similar to that of plavix and asa. Activated clotting time can be used to check this. Too much push force on the microcatheter can damage the endothelium at the location of contact. The clot developed exactly where there was contact with the mc and the vessel wall. This, however, should not occur if the pt is well heparinized and pre-medicated. It is possible that the clot came from a proximal location and then floated distally, but it is reported that this is unlikely because the clot is seen as growing locally frame-by-frame. It was reported that another important finding is the pt's stenosis at the distal left ica location. The pt is under 55, no other stenotic lesions are present and the lesion is supraclinoid, one side only. It is possible that such lesions are not atherosclerotic, but they represent vasculitis. If that's the case with this pt, there is a higher than normal risk for clot formation and also a higher risk for in-stent thrombosis. The reported indicated that this is another reason that the use of a stent would not be recommended. The catalog and lot number of the prowler select plus microcatheter are not known, therefore, no further analysis can be performed. The potential contributing pt and clinical factors identified include vessel characteristics and aneurysm location. It is possible that due to these factors, mc instability led to vessel trauma, which resulted in thrombus formation. The pt factors include the possibility that the noted of isolated stenotic lesion may indicate the presence of vasculitis, which may have contributed to the event. It is also possible that if the pt was a non-responder, the antiplatelet and anticoagulation were not adequate. The effectiveness of the combined pre-procedure plavix and asa and intra-procedure heparin therapy was not verified by testing. There are no identified mfg issues related to the reported thrombosis formation during the enterprise vrd stent assisted coiling. This is one of two product used on the same pt. MFR. Report # 1058196-2007-00119 & MFR report # 1058196-2007-00138.

Event description:
Wide neck ica aneurysm. Stent assisted coiling done. Enterprise 4.5 x 22 used to stent. Thrombosis seen post coiling. Based on the review of procedural images that were obtained with follow-up investigation, the clot formed at a location, where the microcatheter touched the artery wall opposite to the aneurysm neck. The endothelium may have been damaged at the location of the contact. Therefore, the microcatheter is being reported. From the procedure report: this female pt with wide neck 3 mm and vessel size 4 mm x 4mm unruptured aneurysm of the cavernous segment of the right internal carotid artery (ica) was undergoing stenting and coiling. The pt was pre-treated with ecosprin 325mg, plavix for 5 days prior to the procedure. A diagnostic study was done initially which showed no change in the aneurysm. 8000 units of heparin were given as a bolus after insertion of the femoral access. Through the right femoral puncture, a 6f sheath was introduced, used a 6f gc, and navigated and parked in the right ica opposite c1 body. Thru the gc, a prowler select plus mc and transend gw were navigated across the aneurysm up to the ica bifurcation. The gw was removed and thru the mc an enterprise 4.mm x 22mm stent was deployed across the neck of the aneurysm. The stent extended well beyond and well proximal. There was good wall apposition of the stent and fully expanded. During the coiling, there was no issues with the stent. The stent extended from just proximal to the infundibulum of the p comm. To the petrous ica. The mc was removed and excelsior sl 10 mc was advanced over the transcend 14 gw and carefully parked in the aneurysm. The aneurysm was then coiled with the following coils in order; 360gdc 4mm x7cm, microplex 2 mm x4cm, morpheus 3d 3mm x3cm, and gdc ultra soft 2mm x3cm. Control angiogram post coiling showed small filling defects just proximal to and within the stent. The aneurysm obliterated. 10 mg reopro was injected into the mc to lyse the clot (filling defect). The thrombus was in the stent and in the artery proximal to the stent. No coils were protruding into the parent artery. No dissection was noted. Post reo-pro, the stent was opcifying better with residual tiny filling defects. The sheath was left in situ and the pt was extubated in the lab and was shifted for a brain CT scan. There was no neurological deficit. The anti-platelet therapy of reopro 10 mg per kg continued for 12 hours. No act was checked. No lab test was done post procedure.